Event description:
The customer's parent called and reported the customer's blood glucose was over 500 mg/dl and he was vomiting. The customer was also reportedly receiving no delivery alarms on the insulin pump frequently. During troubleshooting, insulin exited during a fixed prime and no delivery alarm was not received. During a self test, a low battery warning was received. The battery was changed and self test was completed. Further troubleshooting was declined. The device will not be returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).